Manufacturer narrative:
Concomitant: product ID 3487a-33, serial# (B)(4), implanted: 2005-(B)(6), product type lead. Product ID 3487a-33, serial# (B)(4), implanted: 2005-(B)(6), product type lead. Product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3487a-33, serial# (B)(4), implanted: 2005-(B)(6), product type lead, product ID 3487a-33, serial# (B)(4), implanted: 2005-(B)(6), product type lead. Product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).

Event description:
It was reported that confirmation of the implantable neurostimulator (ins), leads, and extensions complaint record was requested. No further information was provided regarding any potential previous complaint record. The company representative (rep) reported a month later that the patient experienced the unknown events two months after the surgery, which was in 2005. The patient's health care providers (hcp) couldn't recall exactly when this started. The patient expected the electrical stimulation would reduce pain, but it was not effective. The hcp reprogrammed the device several times, but the patient still protested. The patient agreed to have a removal surgery in (B)(6) 2011. If additional information is received, a follow up report will be sent.